Event description:
The autoclavable camera head was returned to the service center with a report of focus occasionally and failed to lock on. However, MDR reportable failures were found during testing at the service center. During inspection of the device, poor watertightness, poor image quality and charge coupled device (ccd) water invasion were found. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, the occasional focus and failure to lock on was due to charge coupled device (ccd) malfunction which was due to ccd water invasion. Poor watertightness was due to switch (w switch) cut-off; poor image quality was due to cable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.